Event description:
A customer called and stated that since customer started using excel off brand reagent strips customer has had readings of "lo" (less than 15 mg/dl) without having reported symptoms of hypoglycemia. A blood glucose of less than 15 mg/dl is a serious medical condition. While on the phone a review of the system was conducted. Electronic checks were conducted and were satisfactory. The customer was informed that bayer does not provide or support the use of an off brand reagent. Replacement product was provided and the customer was encouraged to call the 24/7 customer service line for further information/testing.